Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station keyboard was not working and required replacement. A field service engineer (fse) observed blinking lights on keyboard, opened the e-drawer, and reseated the universal serial bus cable. The keyboard was working. The fse rebooted station and confirmed keyboard remained functional to resolve the issue. Then, the customer tested the keys. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station kept frozen, and the user required to restart the station for it to function. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.